Manufacturer narrative:
.

Manufacturer narrative:
On (B)(6) 2017 a medtronic representative, following-up at the site, reported emitter placement was right at the corner of bottom right quadrant. The inaccuracy was alleged to be on the left side. When the surgeon was in the left sphenoid, the navigation system was showing him to be 1 inch in the skull base, meaning, it was up to 1 inch or less superior and to the left. The surgeon was using video, it could clearly showed the surgeon was in the sphenoid, not skull base. Navigation system cart was at a decent distance, there was a tree that should have been out of field but we moved it as a precaution. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2017 a medtronic representative reported that when discussing the tracer pattern it could be seen on the tracer page that it had nothing on it and the tracker was in middle of face. On (B)(6) 2017 software analysis was unable to determine probable cause with the information provided. Likely user issue, due to suspect emitter placement. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in an ear, nose and throat (ent) procedure, the surgeon alleged an inaccuracy occurred on the left side of the patient. The patient's head was tilted back in the scan. The site traced, failed once and then passed and everything looked great, including the right side. When the surgeon moved to the left sphenoid, the navigation system was deemed inaccurate. The site re-traced, passing on the fourth try. When the surgeon went into the sphenoid, the navigation system showed being in the skull base. Reported was that this was an emergency thrombosis case and the patient was scanned the previous day. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.